Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via email that the reservoir had an occlusion. The customer's blood glucose was 300 mg/dl at the time of incident. The customer stated that the pump had motor error and no delivery alarms during bolus and basal. The no delivery alarm was recurring. The customer stated that there were air bubbles in the tubing. The customer was assisted with fixed prime and the insulin did not exit and alarmed no delivery. The no delivery alarm could have been caused by set and reservoir connection. They were able to rewind but the pump kept alarming no delivery. Troubleshooting was not able to resolve the issue. The reservoir was not returned for analysis.